Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in a severely tortuous mid right coronary artery. After pre dilatation was performed with an unknown device, the 3.50x16mm promus element stent delivery system (sds) was selected for use and advanced to the target lesion but was unable to cross. Pre-dilatation was performed once more but the sds was still unable to cross the lesion. When the device was removed it was noted that then stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).